Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a hip revision approximately 6 years post implantation due to the implant broken on the rim. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a1, b4, b5, g4, h2, h3, h6. Complaint sample was evaluated and the reported event was confirmed. Upon visual inspection the scallops on one side of the liner had fractured. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the patient underwent a primary right tha. Subsequently was revised for a liner fracture. Surgeon reported locking ring was found in fixed position, as well as staining and metal debris, revised shell, liner, head and retained femoral stem.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.